Manufacturer narrative:
PMA 510(k): this device is not approved for sale in us but a similar device with catalog# 1556200500, 510k# k131321 and UDI (B)(4) is approved for sale in us. The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. X-ray review: post-op x-ray for long segment thoracolumbar fixation shows a fractured rod at the thoraco lumbar transition. This is reported as a complication of failure of fusion. Lateral x-ray also suggest a persistent significant saggital imbalance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent an unspecified spinal procedure at level t9-s2ai. On an unknown date, post op, rod was found to be broken because bone union had not been achieved. Patient underwent revision surgery in which 6.0mm dia rod was replaced with 5.5mm dia rod and was reinforced with rod connector. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis result: visual microscopic the rod has a steep angle at approximately 50% of the fractured surface consistent with overload. There are some signs of cyclic fatigue, there is much more damage to this fracture surface. It would appear that the failure was much more sudden on this rod. If information is provided in the future, a supplemental report will be issued.